Event description:
During an endoscopic stenting procedure, the physician used two cook endoscopy zilver biliary self-expanding metal stents. The physician reported that the "case was very difficult as the hilar stricture was complex and very tight." Also, the physician indicated a large amount of malignant disease was located around the duodenum, making the endoscope position tortuous and this added difficulty of passing two stents inside a difficulty anatomy. The physician gained endoscopic access to the biliary duct and began to deploy two zilver stents (one in the left hepatic duct and one in the right hepatic duct). Both stents were successfully deployed, but friction was encountered with one of the introduction systems. At this time, the physician was unaware that one of the stents had broken, with one portion remaining in the pt and the broken section remaining inside the accessory channel of the endoscope. The endoscopy procedure was completed and the endoscope was cleaned and disinfected two times. The same endoscope was used in a different procedure with a different pt three days later. The broken portion of the stent (approximately 2cm in length) from the previous procedure exited the endoscope and became free inside the pt. A 2cm portion of the stent was retrieved from the pt in the second endoscopy procedure. Other than what is described above, no additional medical procedures were required due to this occurrence. The patients did not experienced any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: only the broken section of the stent was returned for evaluation. The broken section measures approximately 1.7cm in length. The introduction system was not included in the return. The condition of the stent section prohibits a complete device evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the broken section that was returned. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because non of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause of this observation could not be determined because the condition of the returned product prohibits a complete evaluation. The actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The physician indicated that the procedure was difficult due to the pt's anatomy. This caused the endoscope position to be tortuous and added difficulty in passing the two introduction systems through the endoscope. The pt's anatomy and the tortuous endoscope position could have contributed to the reported stent breakage. Prior to distribution, all zilver biliary self-expanding metal stent are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate personnel have been made aware of this occurrence in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an unusual occurence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.